Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was in backup mode with no defibrillation therapy. No further information was reported.

Event description:
New information indicates that this was the second event of backup mode; the first event occurred on (B)(6) 2024. The patient experienced worsening heart failure, shortness of breath, and edema. Several attempts to reprogram were unsuccessful; the device did not respond. The device was explanted and replaced. There were no adverse health consequences to the patient.

Event description:
New information indicates that the patient's condition before, during, and after the device replacement was in critical condition with decompensated heart failure, presenting with dyspnea and pulmonary edema, and was managed with supportive and stabilizing medical therapy.

Manufacturer narrative:
The reported complaint of an unexpected reset was confirmed. The device was received in backup mode of operation, which was discovered while the device was implanted. Analysis of the device image determined that the backup occurred due to power-on-reset, consistent with hybrid anomaly. After reloading device firmware and functional testing, the device showed normal function with the battery at a normal level of operation. Additional testing of high voltage shock at the highest level was completed after the battery was replaced with the power supply; no anomaly was noted. Longevity assessment found the device was operating above elective replacement indicator (eri), within the expected longevity.

Manufacturer narrative:
Correction: g3 - date received by manufacturer should have been sep 2, 2025, rather than aug 2, 2025, as submitted on sep 4, 2025 in manufacturing report number 2017865-2025-97135, follow-up number 2.